Manufacturer narrative:
The reported complaint of the on/off power button on the autopulse platform ((B)(4)) was confirmed during functional test and visual inspection. The on/off button was squeezed into platform and intermittently powers on/off the device when pressed. The investigation findings determined that the probable root cause of the power button issue was due to defective power switch button. There were no other physical damages found on the platform during visual inspection. The defective power switch button found was replaced to remedy the reported complaint. During archive data review, no significant discrepancy identified. After the power switch button was replaced, initial functional testing passed all functional tests without any issue and the platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse serial number (B)(4).

Event description:
As reported, during shift check, the on/off button on the autopulse platform ((B)(4)) intermittently powers on/off when pressed. No patient involvement.